Event description:
It was reported that the patient experienced high blood glucose (320 mg/dL) on (b)(6)2026 due to an infusion set cannula that did not penetrate the skin upon insertion. The event resulted in an emergency room visit where the patient was monitored

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.